Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had displayable history crc check failed on startup error. The customer¿s blood glucose was 80 mg/dl at the time of incident. The customer was able to clear the alarm but not able to rewind the insulin pump. Customer states the pump was not stored without a battery or a dead battery for an extended period of time. The insulin pump will be returned for analysis.